Manufacturer narrative:
The subject device was not returned to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus endoscopy account manager reported on behalf of the customer (physician) that following an unspecified procedure, one of the hospital staff notified him that there was tissue on the seam that is on the back of the maj-2315 (subject device). The physician went back in with a scope and found that there was a tear just below the gastroesophageal junction. The physician used a couple of clips to close the tear and the patient seemed to be doing fine. The customer was not sure of the serial number of the tjf-q190v scope that was in-use at the time of the event, but with some assistance from the hospital staff, the lot number associated with the maj-2315 was determined to be h2126. Additional details have been requested regarding the reported event, including the current status of the patient. At this time, no additional information has been provided. This report is being submitted for the maj-2315 (single use distal cover), on the medwatch with patient identifier (B)(6). The tjf-q190v (evis exera iii duodenovideoscope) is being reported on the medwatch with patient identifier (B)(6). This event has been reported by the importer on MDR# 2429304 - 2022 - 00170.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, per CAPA no. Omsc-hq-153-19, the issue was caused by the following mechanism: procedure is started without noticing cracks in the tip cover during pre-use inspection. By performing the suction operation with the tip in close contact with the mucous membrane, the mucous membrane enters between the tip cover and the elevator. The endoscope was removed with the mucous membrane inserted between the tip cover and the elevator (the tip was adsorbed on the mucous membrane). The mucous membrane that has entered at the cracked part of the tip cover is excised, and a piece of mucous membrane remains in the tip cover. Furthermore, by performing the suction operation with the tip in close contact with the mucous membrane, the mucous membrane enters between the tip cover and the elevator. The endoscope was removed with the mucous membrane inserted between the tip cover and the elevator (the tip was adsorbed on the mucous membrane). The mucous membrane that has entered at the edge of the tip cover (around the u-shaped slit) is excised, and a piece of mucosa remains in the tip cover. The root cause(s) of this reported event has been identified as follows: root cause 1: start the inspection without confirming that the tip cover is properly attached during the pre-use inspection (start the inspection with the tip cover cracked). Root cause 2: removing the endoscope with the tip adsorbed on the mucous membrane by suction operation. This supplemental report includes a correction to h4 from initial medwatch. Olympus will continue to monitor field performance for this device.